Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to correct and update device codes and conclusion code (h6). Further review was performed of the complaint, and it was determined there was not likely a touchscreen issue, but rather a loss of telemetry leading to the issue of press and hold induction seen in the field. This led to a re-review of the data and determined the conclusion code should be updated from cause traced to device design to cause not established as the reason for the telemetry issue seen in the field was unable to be determined.

Event description:
It was reported that at the implant procedure during induction of ventricular fibrillation (vf), twice the programmer lost current after three seconds of pressing the induction button. The field representative noted that they were continually pressing the hold to induce button at the time. On the first attempt no vf was induced. However, on the second attempt vf was induced and the s-ICD successfully converted the arrhythmia. It was further noted that the programmer showed loss of telemetry on the programmer screen when the s-ICD was being handed to the physician who was only 1.5 meters away from the programmer wand. The s-ICD was successfully implanted and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that at the implant procedure during induction of ventricular fibrillation (vf), twice the programmer lost current after three seconds of pressing the induction button. The field representative noted that they were continually pressing the hold to induce button at the time. On the first attempt no vf was induced. However, on the second attempt vf was induced and the s-ICD successfully converted the arrhythmia. It was further noted that the programmer showed loss of telemetry on the programmer screen when the s-ICD was being handed to the physician who was only 1.5 meters away from the programmer wand. The s-ICD was successfully implanted and no adverse effects were reported.